Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A medical affairs specialist reviewed information given to a customer care advocate, cca, in 2009. After the patient/layperson initially complained of an error message on the patient's one touch fasttake meter, that has since been reported, the patient's daughter, reporter/layperson, reported two events allegedly due to inaccuracy. The first event occurred 2 weeks prior to the same day. At an unknown time and date while shopping, the patient began to feel dizzy and shaky. After eating candy, the patient felt better. Earlier that same day, the patient reportedly obtained a "normal" reading with the subject meter; however, the results was either not known or not provided. The patient's regime is oral diabetes medication. The second event occurred the day prior. That morning (time unknown). The patient obtained a reading of "106 mg/dl" which they considered normal. Later that day (time unknown), the patient and daughter went shopping. When they arrived at the store, the patient began to feel dizzy and shaky. The patient felt better after eating some candy. The cca replaced products. Because the reporter (daughter) did not wish to continue with the call, the timeframe between obtaining the "normal" blood glucose results and onset of symptoms was not provided. Because the reporter alleged that the patient experienced shakiness (a symptoms that meets the criteria of a serious injury) and required self-treatment due to "normal" results on the patient's meter, the complaint is reported.